Manufacturer narrative:
Device will not be returned for evaluation. A follow-up report will be filed if more information becomes available.

Event description:
It was reported that md inserted sheath via right side. Prior to insertion, iab was flushed with saline. Md started to insert iab through sheath when it became stuck. As a result, iab with sheath were removed as one unit. Md requested another iab & inserted this iab via left side without complications. Refer to medwatch 1219856-2007-00239 for first incident & medwatch 1219856-2007-00240 for second incident involving same patient.